Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user was going to place the catheter with the blue plastic cannula, it was not possible due to an obstruction. He removed the device and progressed the wire outside the patient, and he found a small piece of blue plastic inside the catheter. Another device was used to complete the procedure, and the complaint device did not make patient contact. There were no injuries. They placed another catheter. This occurred prior to patient contact .